Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,4.1mm,dual sel,ha (tsv4h11) was returned for investigation (image 1-3). Visual inspection of the as returned product identified wear and debris about the implant threads, vent, and collar. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63996186. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63996186) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable with the information provided. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown. Weight unknown. Product not returned yet.

Event description:
It was reported that the position of the implant was not ideal. The implant was removed and another implant was placed 4mm mesially at a later date.